Event description:
The customer was hospitalized for high bgs, stress, and dehydration, troubleshooting was performed. In addition, a lead screw test was performed and the lead screw did not make a complete rotation. Also the programming and histories were not accurate. Suggested the customer to disconnect from the pump and correct the programming.